Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed self test. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump buttons were unresponsive and hard to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer mentioned the pump was exposed to moisture once. The customer reported getting sensor calibration errors and issues with going high with no alarms, or high alerts when they were not high. Troubleshooting was not completed. The insulin pump will not be returned for analysis.